Manufacturer narrative:
(B)(4).

Event description:
It was reported by the perfusionist that during use the pump alarmed system error 3 alarm. As a result, the problem was resolved by switching to a2 pump. Additional information received from the clinical team lead. The pump was not on a patient when the system error 3 occurred. The system error 3 alarm occurred in the perfusion department away from any patient use. There was no reported patient death or complications.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "system error 3 alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action at this time.

Event description:
It was reported by the perfusionist that during use the pump alarmed system error 3 alarm. As a result, the problem was resolved by switching to a2 pump. Additional information received from the clinical team lead. The pump was not on a patient when the system error 3 occurred. The system error 3 alarm occurred in the perfusion department away from any patient use. There was no reported patient death or complications.